Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during fill 1 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and there were no patient extension lines in use. The patient had not disconnected prior to the alarm. The supplies were not damaged by an outlet port clamp or an assist device. The home patient (hp) stated that the heater bag had disconnected from the tubing. The technical service representative (tsr) had the hp cycle the power and the hc alarmed system error 2367 occurred. The hp was to restart with new supplies. Proper procedures were reviewed with the patient. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient on (B)(6) 2012. She stated that the heater bag had disconnected without falling, and solution had leaked out all over her floor. She did not notice anything unusual about the supplies that may have caused the disconnection. She stated that she had been sure to properly connect the bag to the set tightly. There were no samples available, and she did not recall the lot number. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.